Event description:
This report is being filed upon notification from our x-ray manufacturer in another country, to submit this event. Problem: the pt was five minutes into a x-ray procedure. The doctor stepped on the fluoro pedal and there were no x-rays. A message appeared on the system monitor saying, "fluoro canceled please try again." The system required a reboot before becoming operational again.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.